Event description:
The customer received questionable alkaline phosphatase results for one patient sample. The initial result was 142 u/l with a data flag and repeated at 169 u/l with a data flag. The sample was repeated on (B)(6) 2013 eleven times and the results were all 89 and 90u/l. The initial results were reported outside the laboratory. The customer believed the repeat results to be correct and stated they would report out the value of 90u/l. The patient was not adversely affected. The alkaline phosphatase reagent lot number was 67085501 with an expiration date of 07/31/2013. The field service representative was unable to replicate the issue. The customer reran the sample for a precision run and the results recovered inside the expected precision range.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
The investigation could not determine a specific root cause due to the limited information provided by the customer. No adverse event was reported.